Event description:
It was reported that during a laparoscopic hernia procedure, the device did not release the clip after firing. There was no pt consequence. The procedure was completed with another like device.